Event description:
It was reported that the customer had a blood glucose level in the 600's mg/dl. Customer stated that he could see blood when he looked at the infusion sets both times. Customer declined a transfer to the helpline. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.